Manufacturer narrative:
(B)(4). The complaint rt330 circuit was recently received at fisher & paykel healthcare for evaluation. We are in process to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor to a fisher & paykel healthcare (fph) field representative that they "found a water leak from the connection part between the chamber elbow and the heater wire socket" during use. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint rt330 optiflow breathing circuit was received at fisher & paykel healthcare new zealand for evaluation where it was visually inspected and pressure tested for leaks. Results: visual inspection revealed damage to the outer clear tubing of the returned breathing circuit. The pressure test revealed that the subject breathing circuit was within specification. Conclusion: we were unable to determine what may have caused the leak as reported by the customer as no leak could be detected with the returned device. The customer stated that they "found a water leak from the connection part between the chamber elbow and the heater wire socket". It is possible that water droplets on the tubing might have originated from water that was spilled over the tubing, e.g. When changing the waterbag. All rt330 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt330 optiflow tubing kit state the following: check that all connections, caps and/or plugs are tight before use. Patient monitoring is recommended.

Event description:
A hospital in japan reported via a distributor to a fisher & paykel healthcare (fph) field representative that they "found a water leak from the connection part between the chamber elbow and the heater wire socket" during use. There was no patient consequence.